Event description:
A pk papyrus covered stent system was chosen for treatment. During the procedure it was not possible to inflate the balloon of the pk papyrus stent system.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pk papyrus revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged but slightly opened at both ends. During functional testing water was found leaking from the skive and microscopic inspection revealed an about 3 mm long tear in the inflation lumen and several deep scratches and surface abbreviations nearby the damage site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during the procedure. It should be noted that, according to the IFU, the pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts.